Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple temperature alarms. There was no reported impact to the customer's blood glucose level. Reportedly, the pump was not exposed to extreme temperatures. Multiple attempts were made to complete further troubleshooting with the customer, however no response was received.